Manufacturer narrative:
Evaluation summary: the returned device was received in a fully clip deployed condition. All external and internal observations of the device yielded normal observations for a starclose device that had been clip deployed. There was no abnormality, damage or malfunction detected and lot history record review did not produce any information deemed relevant to the complaint. Based on the investigation's findings the root cause for this complaint is undetermined.

Event description:
Device malfunction: vessel locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, during the procedure, the vessel locator wings collapsed and the physician noted the device pulled through the arterial wall prematurely. The clip was deployed on the surface of the tissue tract and it was removed immediately with tissue forceps from the surface of the skin. Hemostasis was achieved by femostop. No additional information available.